Manufacturer narrative:
Internal investigation into strattice lot sp100598 included a review of the reported information, review of the device history records, and a review of the complaint history records with no remarkable findings, including no other complaints reported against the lot and no deviations or non-conformances revealed during manufacturing. The lot was aseptically processed, terminally sterilized within the process parameters and met all qc release criteria. To date, of the 160 devices released to finished goods, 147 have been distributed with 92 devices reported as implanted. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported that the patient had hernia repair surgery on (B)(6) 2013, (B)(6) 2015, (B)(6) 2016, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2018. The patient was a female between the ages of 38 and 43 at the times of surgery. The patient was implanted with strattice lot sp100598-099 during the (B)(6) 2018 procedure. The patient returned to the hospital on (B)(6) 2018 and (B)(6) 2019. On (B)(6) 2018, the patient had lysis of adhesions and removal of the mesh and a hernia repair at (B)(6) medical center. On (B)(6) 2019 the patient had another surgery requiring additional removal of the strattice mesh at (B)(6) medical center. This record is for the lot sp100598-099 implanted (B)(6) 2018 (record 6 of 6).